Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a z nail 10.5 x 75 lag screw. The exact date is unknown. It was also reported, that "the lag screw was very hard to be taken off" and was left in the body. Currently the patient is being monitored.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the surgeon had problems removing the lag screw during nail revision on (B)(6) 2015. According to received additional information the grafting had to be performed 3 months after implantation (date unknown) due to nonunion and was successful. No x-rays, pictures, surgical notes or other documents were provided. Devices analysis: a device analysis could not be performed as no product was available for investigation. Review of internal documents: the surgical technique describes how to remove the lag screw correctly. Possible cause for the reported event: lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping. Comparison to investigation results whether it is possible and justification: possible as neither the lag screw nor any surgical notes was received for investigation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that the z nail 10.5 x 75 lag screw was implanted in (B)(6) 2013. The exact date is unknown. The patient undervent a surgery for removing the z nail 10.5 x 75 lag screw on (B)(6) 2015. It was also reported, that "the lag screw was very hard to be taken off" and was left in the body. Currently the patient is being monitored. No further surgery has been planned yet.